Event description:
The customer reported to olympus that the camera head had an image abnormality. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: a scope communication error e222 and a loss of image due to cable failures. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the evaluation found a twisted cable in the cable section. Additional details relating to the patient and the event have been requested, but no response has been received at this time. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely that the reportable malfunctions of "no image" and the communication error "e222" occured due to a faulty cable. The event can be detected by following the instructions for use which state: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.